Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient had hernia repair and mesh was implanted on (B)(6) 2011. It was reported that following the procedure the patient had recurrent hernia, scarring, pain and adhesions. It was reported that the patient underwent mesh removal on (B)(6) 2011. It was also reported that the patient had multiple surgeries and revisionary procedures. No additional information was provided.